Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm portico valve was implanted into a patient. On (B)(6) 2022, it was found that the valve had migrated into the sinus of valsalva. The valve was snared and moved to the aortic arch, and a 25 mm portico valve was implanted successfully into the annulus. The patient was not hemodynamically stable throughout the procedure, however no further information was provided. There was a clinically significant delay that had the potential to cause hemodynamic compromise. It is believed that fibrotic tissue and high placement caused the migration. No patient consequences were reported.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device was remains implanted and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
N/a.